Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer prompted a usacquisitionhw_40 error message. The patient was registered but the error occurred before the transducer was inserted into the patient. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes, and update the investigation results. Investigation: the complaint was investigated for hardware acquisition errors with the z6ms transducer. The defective transducer was returned, and investigation was performed. It was found that the cause of the acquisition error was spc board malfunction. The issue was resolved at the site by replacing the transducer.